Event description:
It was reported that this device exhibited a battery depletion (bd) error and was beeping. Remote analysis confirmed that the error was a result of prolonged magnet application. Technical services confirmed that the bd code can be cleared. An attempt to clear the alert was unsuccessful. Device interrogation gave an alert for battery depletion and the battery remaining was listed as eleven percent. Further data analysis confirmed significant magnet detection had occurred, and the device was still in a magnet detection mode. Technical services recommended explant. The doctor successfully explanted and replaced the pulse generator with a new one. There were no additional adverse patient effects.